Manufacturer narrative:
Visual inspection: the device was inspected, and it was observed that screw had fractured immediately below the ball feature of the screw shank. Analysis of the fracture face indicated that the failure likely occurred in torsion. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per yukon oct surgical technique: unlocking & removal instruments. Once the yukon set screw has been final tightened, it may be loosened using the provisional screwdriver (size 15) in conjunction with the anti-torque alignment tube. The screw height of the yukon implants may be adjusted using the screw height adjuster (size 10) attached to either the fixed axial handle or the ratcheting axial handle. Insert the screw height adjuster into the driving feature (hexalobe). Rotate counter-clockwise to remove (p. 23-24). Excessive torsional forces during insertion may have compromised the structural integrity of the screw, resulting in the eventual fracture during removal.

Event description:
It was reported that a yukon oct polyaxial screw fractured intra-operatively. After intra-op imaging, the surgeon wanted to reposition the left side t1 screw. During removal, the head and distal tip of screw became detached from the remaining shaft of screw. The surgeon was able to complete the surgery successfully by removing the remaining shaft of the screw and placing another screw. The event resulted in a 25 minute surgical delay. There were no adverse consequences to the patient.

Event description:
It was reported that a yukon oct polyaxial screw fractured intra-operatively. After intra-op imaging, the surgeon wanted to reposition the left side t1 screw. During removal, the head and distal tip of screw became detached from the remaining shaft of screw. The surgeon was able to complete the surgery successfully by removing the remaining shaft of the screw and placing another screw. The event resulted in a 25 minute surgical delay. There were no adverse consequences to the patient.